Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure in the lower bile duct, performed on (B)(6), 2009. According to the complainant, the device was inserted without any reported problems, but when retraction of the outer sheath was attempted, strong resistance was felt. Under fluoroscopy, it was noted that the marker on the outer sheath showed no movement when retraction was attempted. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results (stent handle broken).

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted from the tip. During analysis when the distal handle was retracted, there was no movement of the outer sheath but there was movement of the inner lumen within the proximal handle. The crimp on the proximal handle was evident. Movement of the inner lumen within the proximal handle indicates that the crimp which attaches the stainless steel shaft (proximal handle) to the inner had failed. The most probable root cause of this complaint is operational context with excessive force used during deployment causing the inner handle crimp bond to fail. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.